Event description:
According to the operative report, "the mesh, which had been previously placed, was seen to have pulled away from the attachments in the left lateral superior and inferior areas and a portion of the fascial fixation had torn through the mesh." No adverse effect on the pt. Surgeon: dr. (B)(6).